Manufacturer narrative:
(B)(4). Date sent: 11/5/2024 additional information was requested, and the following was obtained: what was the procedure? What anatomical structure was being transected and anastomosed? How was the anastomosis completed? How was the common channel closed? Was it closed with suture, glc or another device? How was the bleeding identified? Trans anally or intra-abdominal? How was the bleeding stopped during colonoscopy? Any issues noted about staple formation during the care of the patient? Why does the surgical believe the post operative bleeding is associated with device deficiency and not more likely associated with patient tissue factors? Was there pre and post op coagulation therapy? What were the indications for the procedure? Was there pre op radiation or chemotherapy? 1. Procedure was ileocaecal resection for crohn¿s disease 2. Terminal ileum and caecum were resected and anastomosis created side to side using linear stapler 3.anastomosis was created with linear stapler and 4. Common channel closed with ta and linear stapler half and half ¿ small bowel side with ta and colonic side with linear stapler 5. Bleeding was noted on day 5 post op per rectum 6. Bleeding was noted as ooze from ulcerated staple line and stopped using purastat gel ( haemostatic agent) 7. There was ulcer noted at the colonic side posterior wall at the linear staple line on colonoscopy 8. Although the tissue factor remains a possibility;it was the linear stapler side which bled raising possibility of deficiency in the staple line formation or optimum hold of the tissues by the staple 9.all gi surgery patients receive thromboprophylaxis (cleanse 20 mg) which this patient received too during his stay and it was held once bleeding was noted 10. Patient did not receive any chemotherapy or radiotherapy before surgery.

Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch # 169d76. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot#169d76 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What anatomical structure was being transected and anastomosed? How was the anastomosis completed? How was the common channel closed? Was it closed with suture, glc or another device? How was the bleeding identified? Trans anally or intra-abdominal? How was the bleeding stopped during colonoscopy? Any issues noted about staple formation during the care of the patient? Why does the surgical believe the post operative bleeding is associated with device deficiency and not more likely associated with patient tissue factors? Was there pre and post op coagulation therapy? What were the indications for the procedure? Was there pre op radiation or chemotherapy? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was fired properly and there was no issue during the case or in the immediate post op. On the 5th day the patient started bleeding, they brought him to do a colonoscopy and there was a big bleeding on the staple line. Eventually they have managed to stop the bleeding without having to re operate the patient and it was reported that patient is at home now and doing well.